Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking from the winged luer cap before use. The device was filled with a solution of 90 milligrams pamidronate in 250 milliliters 0.9% nacl when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 32 mmol/l, 24 mmol/l, and 12 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.